Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
A distributor notified anika that adverse reactions were reported for four monovisc patients following knee injections, with one patient seeking emergency medical services due to severe pain in both knees, one day post injection. This patient's experience was determined to be reportable. Case notes were provided and are as follows: patient was seen on (B)(6) 2026 was given monovisc b/l knees. On (B)(6) 2026 patient went to the ER for chronic pain of both knees. ER notes: history of present illness 64 y.o. Female with a pmhx of osteoarthritis, who reports to the ed for evaluation of bilateral knee pain. Patient is s/p bilateral knee joint aspirations and 2x injections this morning with dr, orthopedics. Since then, she endorses increasing pain to bilateral knees with an inability to range both knees, extend both knees, or ambulate secondary to pain, thus prompting ed visit. Reports taking tylenol extra strength x2 earlier this evening without relief. Of note, patient had a similar procedure performed a few months ago and denies any pain or difficulty ambulating at that time. Denies any fevers or chills. Patient contacted our office on (B)(6) 2026 and spoke with our physician assistant: last note: patient had increased knee pain and stiffness following viscosupplementation. Went to the ER due to pain. Having improvement today, however with stiffness. Will take motrin and tylenol for pain management. Ice and knee compression sleeve also discussed.